Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation stopped working suddenly yesterday. The patient stated they sat charging it for four hours and it still wouldn't turn on. The patient reported getting 0 coupling bars. The patient was trying to charge over a light t-shirt. After the patient tried to charge on bare skin, they reported all 8 coupling bars and the issue was resolved. The patient also mentioned they had an appointment with their healthcare provider today. No further complications were reported.